Manufacturer narrative:
Evaluation, results: the lead was returned incomplete. As such, no functional testing could be performed. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient's ipg was replaced ipg on (B)(6) 2011 (reference MFR. Report# 1627487-2011-02645). During intraoperative testing, it was reported that no stimulation could be felt by the patient from his surgical lead. The physician utilized a different lead to complete the procedure and effective therapy was captured as a result.